Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This information cannot be obtained as this event was reported to boston scientific anonymously through the medwatch program. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion due to a perforation. At the end of the procedure intracardiac echocardiography (ice) was used to examine the patient and a perforation was found. No interventions were reported and the patient was said to be in stable condition. The physician could not give a definitive cause, but they believed the perforation occurred during manipulation of the farawave pfa catheter. The catheter is not expected to be returned as this incident was received by boston scientific anonymously through via medwatch.